Event description:
The customer reported the joystick is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the joystick. This MDR is related to ge healthcare complaint.